Manufacturer narrative:
Additional narrative: patients age, dob and weight not provided by reporter. Event date: unknown. Explant date: not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) , while the surgeon was inserting the distal cross lock screw, during final tightening the head of a 5.0 mm titanium locking screw, with t25 stardrive recess, popped off. Everything was retrieved, nothing was retained in patient. There was a 15 minute surgical delay. No further patient harm was reported. Surgery was completed successfully. This report is 1 of 1 for (B)(4).